Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision surgery (date not reported). The implanted device remains.